Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, the user reported being disconnected from the ilet for an entire day after forgetting to reconnect before work. While using dexcom g7 continuous glucose monitor (cgm), the user received alerts to connect the cgm or enter blood glucose (bg). The user's blood glucose (bg) recorded was 400 mg/dl. Upon reconnection, insulin delivery resumed, and at follow-up the next morning, blood glucose (bg) had returned to range. Blood glucose (bg) was corrected by resuming ilet dosing. No symptoms, outside assistance, or medical intervention were reported at the time of call.